Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid leaking for 10years and exchange from textured to smooth due to concern with the product."

Event description:
Patient reported left side "fluid leaking for 10 years" and exchange due to patient product concern. The device remains implanted.